Manufacturer narrative:
H4: the lot was manufactured april 11, 2023 - april 13, 2023. H10: the actual device was received for evaluation containing no fluid in the bladder. Visual inspection via the naked eye showed no signs of physical abnormality from the fill port. A functional leak test was performed by filling the bladder with water. No evidence of leak was observed from the fill port or from other parts of the device during or after fill. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked at the fill port. This occurred during patient infusion. The leakage stopped after tightening the filling port cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.